Event description:
It was reported that the patient presented in clinic for follow-up. During the firmware upgrade, the patient started feeling pocket stimulation so the wand was lifted off of the pulse generator. Device download was performed successfully and the pulse generator was restored to normal function. The download completed with the patient no longer experiencing pocket stimulation. The patient had remained stable before, during and after the process. The patient would continue to be monitored.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.